Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did see their health care professional (hcp) and nurse and they did tell them that they have had falls (as previously reported,) however no imaging had been performed. The patient stated that they were told to reprogram settings. The patient stated that about two days ago they had increased their setting to 5.5 and they still hadn¿t noticed any improvement. General programming guidance was reviewed with the patient, including when to switch programs and how settings affected longevity of the neurostimulator battery. The patient was going to monitor and track their symptoms for each of the programs that they worked on and if a reprogramming appointment was needed the patient was to bring their notes to review information with their manufacturer representative (rep). No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient experienced a return of symptoms. They are still leaking, needing to wear a pad, and having difficulty holding urine. The patient increased stimulation to 5.4 last night and is still having issues. The patient had 3 or  falls around the time of the return of symptoms. The patient changed from program 3 to program 2 and confirmed stimulation is comfortable at 5.1. The patient has an appointment with their doctor and a medtronic representative coming up. The patient will monitor symptoms and follow up with their doctor. There were no further patient complications are anticipated or expected as a result of this event.